Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor reading the patient observed measurement deviations between cgm and blood glucose (bg) and provided the below examples for review. Date time sg value bg value: a. (B)(6) 2025 10:39 pm - bgm 213 cgm 167. B. (B)(6).2025 12:10 pm bgm 195 cgm 127. The issue was escalated to next level support who reviewed the system performance in data management system (dms) and authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
On august 26, 2025, the user reported that the cgm readings differed from blood glucometer measurements. Based on escalation review, a sensor replacement was approved due to system performance concerns, and a return material authorization was issued for further evaluation. The returned sensor underwent visual inspection, which showed no anomalies. In-house testing identified chemical degradation of the sensor. Review of available sensor data demonstrated a gradual decline in sensor performance leading up to a sensor replacement alert, which was asserted 153 days after insertion. These findings are consistent with oxidation of the glucose-indicating component within the sensor hydrogel and most likely contributed to the inaccurate sensor glucose readings reported by the user. A replacement sensor was provided as part of the resolution.